Manufacturer narrative:
Eval results: the returned charger sys was visually inspected. No anomalies/damage was found. Testing was conducted to simulate human body temp while charging the ipg. The returned antenna, charger box, test ipg, and test fixture were placed in an incubator with temp maintained at 37 degrees celsius. The test was conducted for two hours. The final measured temp after two hours was 39.4 degrees celsius. Per product labeling, the device temp should not exceed 41 degrees celsius. The antenna was observed getting harm but since it stayed within the design spec it is considered normal. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05595.